Event description:
The customer advised the provider was doing an epidural steroid injection. The provider connected the extension tubing to the end of the hub of the needle and put the contrast fluid through. The provider was unable to immediately remove the tubing from the needle which was still in the patients spine. Customer advised that if the provider was unable to remove the tubing, they would have had to remove the needle and abandon the procedure assuming that each moment and movement of the provider attempting to remove the tubing unsuccessfully had a high risk of causing severe bleeding to the patient or paralysis if the needle shifted.

Manufacturer narrative:
We contacted the customer and asked for the defective sample and more details about the incident. Unfortunately, we have not received the defective sample, details about the type of needle used, or any additional information. Due to the absence of defective samples, the failure could not be confirmed, and the root cause could not be identified. This set has undergone visual, dimensional, and functional inspections. The functional inspection includes leak and occlusion testing, as well as bond pull testing during the manufacturing process. Since the batch number was not provided, it is not possible to perform a documentation review. A review of the complaint database of the past two years has been performed for this reported issue. This is the first complaint for this issue against this product code. Corrective action: due to the absence of defective sample, the failure could not be confirmed, and the root cause could not be identified. As a result, no further corrective action will be taken at this time.

Event description:
The customer advised the provider was doing an epidural steroid injection. The provider connected the extension tubing to the end of the hub of the needle and put the contrast fluid through. The provider was unable to immediately remove the tubing from the needle which was still in the patients spine. Customer advised that if the provider was unable to remove the tubing, they would have had to remove the needle and abandon the procedure assuming that each moment and movement of the provider attempting to remove the tubing unsuccessfully had a high risk of causing severe bleeding to the patient or paralysis if the needle shifted.

Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.